Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that proultra endo tip #2 broke during use. No injury occurred.

Manufacturer narrative:
The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review was conducted, nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Complaint will be reopened if suspect product arrives per 8000-sop-038.